Event description:
The customer reported a leak from under reagent probe b and the cartridge chemistry (cc) sample probe of the unicel dxc 600 pro synchron system. The customer stated that the instrument also generated suppressed results (non-numeric results) for lipase and valproate; however, the customer did not provide any instrument printouts. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and the suppressed results were not reported out of the laboratory. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered defective solenoid valves. The fse proceeded to replace the defective reagent probe b and cartridge chemistry (cc) sample probe wash collar valves to resolve the leak. Failure mode of the event is attributed to defective solenoid wash collar valves. (B)(4).